Event description:
A prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approx. 12 minutes into the procedure, the prolieve system displayed a "low-water" sensor alarm. The procedure was completed with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The patient's condition was reported as "fine."

Manufacturer narrative:
The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.